Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose as low as 46 mg/dl with symptoms of dizziness and clamminess. The reporter indicated that the low blood glucose was a result of the basal rate being too strong. The pump settings were reviewed with the patient and found that the basal rates had been programmed incorrectly. This report is made based on the allegation that he patient experienced hypoglycemia related to incorrect programming of settings on the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 04/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: during investigation, the black box showed that the date from the date of the vent had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump was found to be delivering within required range and delivering accurately. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.